Event description:
It was reported that the patient was seen in the emergency room after receiving unexpected shocks. Interrogation did not confirm that any shocks were delivered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.